Manufacturer narrative:
Eval summary: the analysis results showed that one instrument was returned conforming and fully functional and with a reload cartridge loaded. The returned cartridge was noted to be fully fired. When tested for functionality with a test cartridge, the staple line was noted to be completed.

Event description:
It was reported that when the device was used during an unk procedure, the device fired an incomplete staple line. There was no reported pt consequence.